Event description:
At about 2 years 5 months after the primary, the patient came in presenting instability in the right knee and the cause is unknown. The surgeon revised the gmk-sphere to a gmk-hinge system. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 february 2026. Gmk-sphere 02.12.e0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm (k202022) lot 2307913: (B)(4) items manufactured and released on 11-may-2023. Expiration date: 2028-04-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.t3i4r gmk-sphere tibial component cemented t3i4r (k121416) lot 2006484: (B)(4) items manufactured and released on 19-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0004r gmk-sphere femoral component cemented - 4r (k121416) lot 1902416: (B)(4) items manufactured and released on 25-june-2019. Expiration date: 2024-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. The investigation does not indicate any potential manufacturing related issue or systemic deficiency.